Manufacturer narrative:
The 510k status: exempt. (B)(4). Per the instructions for use ( IFU), ¿catheters should be irrigated on a routine basis to ensure function. Patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter.¿ this report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that after two days the hub of the abscess drain (ultrathane mac-loc locking loop multipurpose drainage catheter ) separated from the catheter portion of the device. The customer confirmed that the product problem necessitated the removal and replacement of the device in an additional procedure. No other complications were reported by the customer. Additional information has been requested from the customer. The representative has since bench top tested another one of the devices with the customer and the device functioned correctly. The device has been received for evaluation; however, as of the date of this report, the device investigation is still pending.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. One ult8.5-38-25-p-6s-clm-rh catheter was returned in a used and damaged condition. The mac-loc assembly was not returned for the examination. The od of the catheter tube was found to be within specification. A visual examination of the exposed proximal flare discovered thread marks within the bell. The flare was also observed to be out-of-round. The proximal flare had a small diameter of 0.1975" and a large diameter of 0.2605". Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, it is likely that the hub was flared incorrectly. The evidence for this includes the thread marks within the bell and the out-of-round flare. Other potential contributing factors include unexpectedly high forces during procedure or use, damage during shipping, handling, or device preparation, and use technique. The appropriate personnel have been notified, and this failure mode will continue to be trended. Retraining of respective manufacturing staff was completed on 09mar2018. Per the quality engineering risk assessment no further action is required.